Manufacturer narrative:
The device was not returned for analysis. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists particles or emboli being generated by the pump as possible side effects that may be associated with the use of the pedimag blood pump. This document also explains that the blood pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare pedimag blood pump, back-up console, and equipment available for change out. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was not returned for analysis. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists particles or emboli being generated by the pump as possible side effects that may be associated with the use of the pedimag blood pump. This document also explains that the blood pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare pedimag blood pump, back-up console, and equipment available for change out. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information. It was initially reported as requiring hospitalization and intervention, the patient subsequently expired. (B)(4).

Event description:
Additional information: it was reported that on (B)(6) 2016, palliative care, nursing, and the parents were at the patient¿s bedside. Low flow alarms on the pedimag were turned down to zero, and the inflow and outflow cannulas were clamped. The flow was weaned down to 0 rpm and the pedimag was turned off. The patient experienced a seizure after the device was turned off, and an ativan bolus was given with good effect. The patient was transitioned to comfort care. And expired on (B)(6) 2016.

Manufacturer narrative:
Approximate age of device ¿ 17 days. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the patient was producing clots and experiencing strokes. Computerized tomography (CT) scans were to be completed; however, the results were not provided. It was reported that the patient's family was deciding on when to discontinue support. Additional information has been requested, but has not been provided.